Event description:
This rv lead was implanted on (B)(6) 2008 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 stating that an alert was received on (B)(6) 2017 for out of range shock lead impedance greater than 200 ohms. Previous impedance measurement was 51 ohms ranging from 51 to 57 ohms. Health care provider thought that this lead was cracking because he has seen several of these. The following physician was dr. Michael shapiro at (B)(6). No ther information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).